Event description:
Customer reported the system will not transfer images and will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Interconnect cable was replaced by a 3rd party. System operates as intended.